Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. 731604) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine enlargement. Concurrent conditions included left lower quadrant pain and uterine bleeding. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions: doctor couldn't figure it out"), skin disorder ("rashes or skin conditions: doctor couldn't figure it out"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), hypoaesthesia ("other injury(ies) or complication (s): one side of my face went numb doctor could not explain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy - robotic). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, skin disorder, migraine, headache, dysmenorrhoea, vaginal discharge, hypoaesthesia, dysfunctional uterine bleeding, uterine leiomyoma and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, rash, skin disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- 2008 and 2010 mentioned. The plaintiff claims that essure worsened a previously existing injury/condition(symptoms of abnormal bleeding and abdominal pain worsened) concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, uterine leiomyoma, menorrhagia. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- vaginal haemorrhage, menorrhagia, rash , skin disorder, migraine, headache,dysmenorrhea, pelvic pain, vaginal discharge, hypoaesthesia, dysfunctional uterine bleeding, uterine leiomyoma, genital haemorrhage, abdominal pain, device monitoring procedure not performed. Severity of events ¿pelvic pain, abdominal pain¿ updated. Concurrent medical conditions added. Removal date added. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. 731604) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine enlargement. Concurrent conditions included left lower quadrant pain and uterine bleeding. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions: doctor couldn't figure it out"), skin disorder ("rashes or skin conditions: doctor couldn't figure it out"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), hypoaesthesia ("other injury(ies) or complication (s): one side of my face went numb doctor could not explain") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy - robotic). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, skin disorder, migraine, headache, dysmenorrhoea, vaginal discharge, hypoaesthesia, uterine leiomyoma and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, rash, skin disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-2008 and 2010 mentioned. The plantiff claims that essure worsened a previously existing injury/condition(symptoms of abnormal bleeding and abdominal pain worsened) concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, , genital haemorrhage, dysfunctional uterine bleeding, uterine leiomyoma, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.